Event description:
The customer reported that the normal activation sounds were made through the end tone, indicating a completed seal cycle. The doctor noted that there was no sizzling, so, he did not cut. There was no bleeding as a result and the surgeon used suturing to complete case. The generator was set at three bars. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of follow-up report: 03/15/2011. Date of supplemental 02: 02/14/2014. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00222.